Manufacturer narrative:
The insulin pump passed the self test, unexpected restart error test, and displacement test. There were no unexpected restart alarms noted. The insulin pump was received with an intermittent button response due to corroded keypad traces. There were no button error alarms noted. There were also no traces of moisture noted at the electronic or motor assemblies per visual inspection. The insulin pump was received with minor scratches on the lcd window, a cracked case at the display window corners, and cracked battery tube threads.

Event description:
The customer reported via phone call that he had a button error alarm and an unexpected restart alarm on the insulin pump. Customer stated that the pump got wet. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan. Customer declined troubleshooting for the alarm and for the pump being wet.